Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault warning on the zoom programmer. This observation was made during the testing phase of the implant procedure, after the patient had been successfully induced into a ventricular arrhythmia. It was reported that this device successfully charged, but failed to deliver the shock, requiring an external rescue shock. The decision was made to remove this device, and to return it to guidant for analysis. There have been no adverse patient effects reported.